Event description:
While using a byte day aligner, a patient experienced 4mm overjet, 2mm anterior open bite, a narrow maxilla with crossbite of the upper right bicuspid, upper right 2' bicuspid, both upper 1 molars, and upper right 2nd molar. Also, mid-crowding, toothaches, and large black triangles between all anterior teeth. The 2nd molar erupted, no 3rd molar present. The panorama shows a moderate horizontal bone loss, possibly related to the aligner treatment. Doctor advised patient to stop treatment and would require comprehensive treatment with braces, and interproximal reduction, as needed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.